Event description:
The dealer reported that the power chair will not go forward. This issue could cause erratic/unintended movement which could cause injury to a user or the user could be left stranded.